Manufacturer narrative:
Patient's infected blister required intervention at an urgent care center and received a topical antibiotic to treat the affected area. The treatment procedure was not followed per the clinical guidelines since the customer and patient did not adhere to proper cleaning/care activities: (customer did not thoroughly clean area prior to treatment) and (patient wore makeup over the blistered area). Per the clinical guidelines, users must "prior to actual treatment, remove all makeup, lotions, deodorant, and oil from the area to be treated. Clean area to be treated thoroughly using a facial cleanser or mild soap and water, and then 70% isopropyl alcohol to remove the oils." In addition, "...makeup, moisturizers, deodorant, and shaving may be resumed the day after treatment if there is no redness, blistering, or crusting present. In this case, the patient had kept makeup on the treated area despite the existing blister. The device was not evaluated since user error was involved in this event. Blisters/discoloration are expected side effects from laser treatments, but since the area became infected/required intervention, this is a reportable event.

Event description:
Patient's blister became infected from a laser hair removal procedure.